Event description:
It was reported that during the implant procedure, the pulse generator exhibited a connector anomaly. After connecting the leads to the device, capture thresholds and lead impedance increased. The device was no longer used and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). Final analysis found that the atrial contact spring was out of specification which could contribute to difficult lead insertion and intermittent contact with the lead, causing varying threshold and lead impedance measurements.